Manufacturer narrative:
The device was returned to ferno for evaluation. It was confirmed the user was locking the ferno stretcher into a non-ferno locking system. A functional test was conducted on the stretcher with a ferno fastening system and the stretcher locked into place every time. No malfunctions were found. We were unable to evaluate the compatibility with a non-ferno fastener as the stretcher is designed to work with the ferno fasteners. Instructions and warnings are provided in the user manual advising of the use of ferno fasteners. There were no further reports of injury to the passenger after medical intervention was sought. We do not feel the alleged injury was serious in nature and was not the result of a malfunction of the device.

Event description:
It was reported that during the transport of a patient in the ambulance, the truck hit a bump and the cot allegedly came loose from the fastener and rolled and hit a passenger in the lower leg. It was reported the passenger was treated with a cold pack for a small abrasion. This alleged injury was reported as non-critical in nature. The stretcher was relocked into the fastener and the transport was completed without incident. It was later discovered the ferno cot was locked into a non-ferno fastening system.